Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked in multiple locations throughout its length, and had multiple consecutive kinks in the distal shaft, beginning approximately 126.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it had multiple consecutive kinks in the distal shaft and was kinked in multiple locations throughout its length. This type of damage typically occurs due to repeated forceful advancement of the cat6 against resistance. If the cat6 is improperly manipulated prior to use, it may become damaged. Damage to the distal tip of the cat6 will likely cause resistance during use. The non-penumbra sheath mentioned in the complaint was not returned for evaluation penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat6 into another manufacturer's sheath, the physician met resistance and decided to remove the cat6. Upon removal of the cat6, the physician noticed that the cat6 was accordioned. Therefore, the procedure was successfully completed using a new cat6 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.